Event description:
It was reported that the lead was implanted for approximately 50 months when it was explanted and replaced due to decrease of sensing. It was decided to upgrade the patient to crt system and the replacement took place in scope of the upgrade procedure.

Manufacturer narrative:
In the returned state, the lead had been cut through about 13.5 cm distal of the is-1 connector pin. Two fragments with a combined length of 62.5 cm were returned for analysis. A middle fragment of about 2.5 cm length was missing for the analysis. The available lead fragments were thoroughly analyzed. The analysis of the lead showed multiple signs of abrasion. Especially about 6 cm distal of the is-1 connector pin, the insulation was frayed. Traces of blood could be seen under the insulation. This damage manifestation is with high probability the cause for the clinical observation. The position and kind of the fraying are characteristic for massive mechanical stress on the lead due to strong pressure onto the generator housing with simultaneous friction against it. The cuts in the insulation and the deformations of the distal shock coil are most likely a result of the extraction. Since the lead was cut through in the returned state, the electrical analysis was limited to the measurement of the direct-current resistances of the fragments. No anomalies could be found. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.